Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Multiple attempts have been made to contact the surgeon for add'l info. No add'l info or product identifiers have been provided. This MDR includes, all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's surgeon: in (B)(6) 2014 the surgeon reports that he implanted a xenmatrix graft into the patient to repair an incisional hernia. The surgeon reports that the incision is now open. This is a patient with a prior history of hernia repair surgery.